Event description:
Reportedly after the procedure was complete the pt took a breath and the suture popped. The surgeon re-sutured the incision with no complications. The procedure was an abdominal plasty.